Manufacturer narrative:
(B)(4). The reported event could not be confirmed. The customer returned a guide wire along with several other components. Both ends of the guide wire had been severed off and approximately 6 cm of core wire and an indeterminate length of coil wire were missing. No information about the nature of the separations was reported. A device history record review was performed with no relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. Based on the compromised condition of the sample, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, the guidewire kinked. As a result, a new kit was opened and used without issue. A delay was r eported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.